Event description:
It was reported that approximately 29 months post-implant of a bifurcated device and a suprarenal aortic extension, a routine computed tomography scan revealed an endoleak. Reportedly, separation between the components was noted, causing the endoleak. The patient was treated with an additional infrarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records were provided and reviewed by an internal clinical representative. The review indicates: the patient's medical history might have contributed to this event as aneurysmal disease progression, and long term anticoagulation therapy. An endoleak iiia and a stent graft component separation were substantiated, as was the repair of a new aneurysm in the right iliac. There might have been substantiating evidence of an endoleak ii or iiia involving the right iliac for which no treatment was rendered. There might have been a complication of thrombus development within the right iliac, although this was not clearly seen on the CT of (B)(6) 2014. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type iiia endoleak could not definitely be determined although the patient's medical history might have contributed to the complaint. Long term anticoagulation therapy and aneurysmal disease progression were likely factors. No device issue was identified in the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.